Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the malfunction was most likely due to component failure. After replacing both the ultrasound-plug unit and the advanced diagnostics cable, the image returned to normal, indicating that the issue originated from one of these components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a communication error (e315). There was no patient involvement.